Event description:
It was reported that 1 unspecified bd¿ pen needle had outer cover attachment issues. The following information was provided by the initial reporter : the consumer reported not able to remove pen needle from pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Initial reporter state: the initial reporter state was determined to be va based on the area code portion of the provided phone #. Device manufacture date: unknown investigation summary : exec summary no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. No review of the complaint lot history check for (does not detach as intended) was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out for the lot number # unknown.